Manufacturer narrative:
Correction: h6 device code. The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible because the affected device was not returned and no additional evidence was provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use list the following as an absolute contraindication for shoulder arthroplasty: poor quality and insufficient quantity of glenoid bone stock. Indications of material, manufacturing, or design-related problems could not be identified because the catalog number and lot number were not communicated. More detailed information about the complaint event, as well as the affected device, is required to determine the root cause of the complaint event. If the device is returned or if any additional information becomes available, the investigation will be reassessed.

Event description:
It was reported that a revision surgery was planned using blueprint and performed. The case involved a tornier flex reverse with a loose baseplate and significant glenoid bone loss. An attempt was made to reimplant a new augmented baseplate; however, adequate fixation could not be achieved. The procedure was converted to a pyrocarbon hemiarthroplasty, with plans for a future revision using a custom glenoid baseplate.

Event description:
It was reported that a revision surgery was planned using blueprint and performed. The case involved a tornier flex reverse with a loose baseplate and significant glenoid bone loss. An attempt was made to reimplant a new augmented baseplate; however, adequate fixation could not be achieved. The procedure was converted to a pyrocarbon hemiarthroplasty, with plans for a future revision using a custom glenoid baseplate.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.